Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the patient was taken to the or (operating room) yesterday ((B)(6) 2020). During the procedure, the pump pocket was opened, washed out, and packed with vanco powder. The pump was titrated down to 448 mcg/day in case explant was required. Hospital physiatry was going to continue to wean as necessary and IV (intravenous) antibiotics continued. No further complications have been reported as a result of this event.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient was being sent home from the hospital. It was reported that the patient would continue intravenous antibiotics and the pump dose was decreased from 288 mcg/day to 230mcg/day and tomorrow would be turned down to 184 mcg/day. The patient's oral baclofen and tizanidine were both increased and the hcp stated that the patient was doing okay. No further complications have bee reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 2000 mcg/ml for a total dose 700 mcg/day via an implantable pump. It was reported the hcp called on (B)(6) 2020 to report that the patient presented with a pump pocket infection and cellulitis. It was noted the pocket was cultured and the results were pending. The hcp was planning a washout in the operating room (or) tomorrow ((B)(6) 2020) in attempt to salvage the pump and not have to explant. Intravenous (IV) antibiotics were started. It was noted the daily dose was planned to be reduced in case they do need to explant the pump. It was noted that the issue was not resolved. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked but will not be made available. The event date was asked, but unknown. No further complications were reported.